Event description:
In 2002 the end-user's parent called medtronic minimed, USA and stated that the end-user woke up and there was a leak at the connection from the reservoir to the infusion set. On 12/09/2002 maersk medical a/s received the complaint and 1 used tubing.